Event description:
The manufacturer received information alleging a trilogy evo ventilator monitor screen flashes or temporarily turns dark then returns to normal. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen flickering was observed during device start up. The manufacturer service technician determined that the display was faulty and replaced the display to resolve the issue. Additionally, it was reported that the patient has been experiencing weakened pressure since 3/8. Even when the circuit was released, the pressure was weaker than normal. The circuit was replaced, and the issue was resolve temporarily and then it returned to weakened pressure, even though there is no issue with the ventilation volume displayed on the monitor. During the device evaluation, the technician was not able to duplicate the allegation. No error indication a device failure was confirmed in the error logs. A test was conducted for verification but no failures were confirmed. The root cause could not be confirmed, however as a preventative measure, the technician replaced the flow sensor. Additionally, the display printer circuit assembly (pca) board was replaced preventatively. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo ventilator monitor screen flashes or temporarily turns dark then returns to normal. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen flickering was observed during device start up. The manufacturer service technician determined that the display was faulty and replaced the display to resolve the issue. Additionally, it was reported that the patient has been experiencing weakened pressure since 3/8. Even when the circuit was released, the pressure was weaker than normal. The circuit was replaced, and the issue was resolve temporarily and then it returned to weakened pressure, even though there is no issue with the ventilation volume displayed on the monitor. During the device evaluation, the technician was not able to duplicate the allegation. No error indication a device failure was confirmed in the error logs. A test was conducted for verification, but no failures were confirmed. The root cause could not be confirmed, however as a preventative measure, the technician replaced the flow sensor. Additionally, the display printer circuit assembly (pca) board was replaced preventatively. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required. The display assembly was returned to the product investigation lab (pil) for further testing. Pil was unable to confirm the complaint of the trilogy evo display. Visual inspection found no defects. Pil installed the component in the trilogy evo stb and ran the device, no errors were generated. Pil was able to make setting changes using the touchscreen. Pil concludes that the device operated properly. The section h coding has been updated to reflect this information. No further investigation is required.